Event description:
The customer reported only being able to draw aire from the vent line. In order to fix the issue, the one-way valve was cut form the line and the tubing reconnected. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The component was returned by the facility for evaluation on (B)(4) 2014. A follow-up report will be submitted when the investigation is complete.